Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and de generative disc disease/herniated disc pain. It was reported the patient was supposed to go to their healthcare provider¿s (hcp) office to get their device turned back on, but they did not have transportation. The patient stated they were unable to turn on their device and they saw a picture of a phone and a doctor on the screen with an exclamation in the corner. The patient could not remember what code they saw on the screen. The patient spoke to a manufacturer¿s representative (rep) over the phone, but stated because it was a warning screen, the patient needed to meet the rep at the hcp office to clear it. No symptoms or further complications were reported.